Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient¿s parent tried to wake up the patient for school but the patient did not respond and was unconscious. The cgm value was 96 mg/dl but the bg finger stick value was 39 mg/dl. The patient's parent contacted emergency medical services (ems), and after the paramedics arrived, they treated the patient but the patient¿s parent could not remember what the paramedics gave the patient. The patient regained consciousness, and when the bg level stabilized, the paramedics left the home. After the incident, the patient had trouble walking so the parent took him to the hospital for evaluation (the same day). The hospital physician determined it was an effect from the low bg incident that morning. No treatment was provided and no medication prescribed at the hospital. Shortly thereafter, the parent took the patient home to recover, and by the next day, the patient felt better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.